Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced discomfort at the ipg site. The patient has had weight fluctuations both up and down over time with their stimulator. Therapy was functioning properly. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue. In a recent update, it was reported the discomfort at the ipg site has resolved.

Manufacturer narrative:
Date of event is estimated.